Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the preparation and opening of the supplies the metallic guidewire inside the protector was found to be bent. The reported defect was detected prior to use (in a clinical setting). There was no patient involvement."

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. No evidence of fragmentation/separation was observed in guide wire, however, a kink was observed in the guide wire body. A complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A review of the guide wire drawing was performed as a part of this complaint investigation. It was confirmed that the guide wire is designed to have a solid core wire that transitions to a coiled wire, which may contribute to the customer report of "fragmentation of the wire." A device history record review was performed and a finding was identified. Further review of the finding revealed that it was not relevant to the reported event. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during the preparation and opening of the supplies the metallic guidewire inside the protector was found to be bent. The reported defect was detected prior to use (in a clinical setting). There was no patient involvement."